Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that she had to turn stim off because it wasn't working properly, and she didn't have an appointment until september. The patient stated that she was having a lot of difficulty and was having a lot of accidents. The patient wanted to know if there was something that could be prescribed to help her with the accidents. The patient was redirected to follow up with her healthcare provider (hcp) for the following reason: to discuss if there was something that could be prescribed to help her with accidents. No further complications were anticipated/reported.